Manufacturer narrative:
Other text : it was reported that the patient received inappropriate therapy due to oversensing, and there was a lead fracture. The lead was replaced. No further patient complications have been reported as a result of this event. Additional information was received further reporting that there was a sharp rise in impedance, and flouroscopy showed a 'sharp bend' in the lead just after the suture sleeve. The lead was capped. No conclusion can be drawn impedance, high; interference lead(s), fracture of; oversensing shock, inappropriate.

Event description:
It was reported that the patient received inappropriate therapy due to oversensing, and there was a lead fracture. The lead was replaced. No further patient complications have been reported as a result of this event. Additional information was received further reporting that there was a sharp rise in impedance, and flouroscopy showed a 'sharp bend' in the lead just after the suture sleeve. The lead was capped.